Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the unit was leaking over 4.5lpm and the o-ring of the disposable canister was missing. The o-ring was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was leaking. There is no report of patient involvement.